Manufacturer narrative:
E1-(B)(6) medical center. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the high-definition liquid crystal display monitor image remained completely black and display buttons did not respond. The issue occurred during maintenance. There were no reports of patient involvement.